Event description:
It was reported to boston scientific corporation that during a prostate biopsy, when the physician was on his second or third biopsy using the trupath biopsy device, the gun snapped as he attempted to remove the biopsy and the biopsy flew onto the back of the pt's shirt. Another gun was used. The physician took a few biopsies with the second gun, and this gun would not cock. A third gun was used to complete the case. Pt is reported to be "fine".

Manufacturer narrative:
A review of the device history record revealed no issues that could be associated with this incident. Tru path biopsy needle (18g 21cm) was received, functional check found the device armed 4 times in 5 attempts. The device did not arm on the 3rd attempt. The device was disassembled and no defects that could have contributed to the observed failure were found. The root cause for this complaint is unk.